Manufacturer narrative:
(B) (4). The ge service rep found the cathode hv cable at tube had some arcing. He cleaned and regreased the tube right before table communication errors. The system said it was positioning the table to load the position. It also said it cleared the load positions. He found the hand control was bad. He removed the hand control and tested system with no problems. He ordered a new hand control. The customer can use the system with foot control until the hand control comes in. The rep removed and replaced the table hand control. The system is operating as intended.

Event description:
The customer reported that the system gave a communication error and would not fluoro. They reported that after rebooting the system, they were able to use the system and complete the case.